Manufacturer narrative:
Device is a combination product. Date of death: (B)(6) 2019. Date of event: used (B)(6) 2019 as exact event date was unspecified.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was presented for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in proximal right coronary artery (rca) with 90% stenosis, was 24 mm long with a reference diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24 mm promus element stent with 0% residual stenosis. Thirteen days later, the patient was discharged on aspirin. In (B)(6) 2019, the patient died.